Manufacturer narrative:
An event regarding abnormal ion levels involving a v40 cocr lfit head that was mated with accolade stem. The event was not confirmed. Conclusions: lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Revision of the v40 cobalt chrome femoral head on an accolade uncemented stem. Update: "I was not given any lab results for this patients. I was told metal levels were high that was the reason for revision. We used a sleeve adaptor and put a knew ceramic head on it."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Revision of the v40 cobalt chrome femoral head on an accolade uncemented stem.